Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
Triathlon knee. Size 3 11mm poly locking mechanism faulty. Not locking into tibial baseplate properly. Poly removed, new size 3 by 11mm implanted. No complications.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed through evaluation of the returned device. Method & results: product evaluation and results: damage was observed on the insert consistent with the implantation and explantation processes and contact against a hard object. Scratches were observed on the insert condyles. This is a common damage mode of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: not performed as no medical records were provided for review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the insert was returned for review- damage was observed on the insert consistent with the implantation and explantation processes and contact against a hard object. Scratches were observed on the insert condyles. This is a common damage mode of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. While it can be confirmed that a setting issue did take place through return of the component, the root cause cannot be determined as insufficient information was provided. Further information such as operative reports/images of the device taken when the alleged event was identified is required to complete the investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Triathlon knee. Size 3 11mm poly locking mechanism faulty. Not locking into tibial baseplate properly. Poly removed, new size 3 by 11mm implanted. No complications.